Event description:
The customer observed a false nonreactive architect anti-hbc ii for one male patient. The following results were provided (reference range of <1 s/co): on (B)(6) 2025, initial anti-hbc result= 0.1 s/co; (B)(6) 2025, repeat result= 7.4 s/co and 7.01 s/co; repeat result on another analyzer= 6.61 s/co. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8l44 that has a similar product distributed in the us, list number 6l22, with 510k/PMA/bla number p080023.

Event description:
The customer observed a false nonreactive architect anti-hbc ii for one male patient. The following results were provided (reference range of <1 s/co): (B)(6) 2025, initial anti-hbc result= 0.1 s/co; (B)(6) 2025, repeat result= 7.4 s/co and 7.01 s/co; repeat result on another analyzer= 6.61 s/co. There was no impact to patient management reported.

Manufacturer narrative:
The customer is no longer questioning the nonreactive results. The us list number 06l22 is a diagnostic assay, not intended for use in screening blood, plasma, or tissue donors, therefore, this event does not meet reporting criteria in the us. Based upon this new information provided, this complaint is no longer a reportable event and no additional information will be submitted.